Manufacturer narrative:
A visual inspection, dimensional analysis and detailed analysis were performed on the returned device. The reported guide wire fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to user error. The guide wire was returned fractured at the spring tip. It was reported that resistance was felt during atherectomy and the physician advanced against resistance. This likely lead to the reported crown jumping, resulting in the fractured guide wire. The diamondback 360® coronary orbital atherectomy system instruction for use (IFU) warns: ¿never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance. If it is confirmed there are no complications, reposition the device and advance and retract at a travel rate of 1 to 3 mm per second. [The vessel perforation may be occurred.]¿ based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated field: g3, g6, h2, h3, h6(component code, type of investigation, investigation findings, investigation conclusions) and h11.

Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a left circumflex (lcx) #13 lesion. The vessel was primarily wired with a non-abbott guidewire, and exchanged to viperwire guidewire. There was no issue during the first treatment, but during the second treatment, the oad crown jumped forward, proximal to distal, and when the distal tip of the oad contacted the radiolucent portion of the viperwire coronary guidewire, a fracture occurred on the guidewire. It was noted that resistance was felt during atherectomy and the physician advanced against resistance. The fractured portion remained inside the vessel, but was later successfully retrieved outside the body using a snare. Intravascular ultrasound (ivus) confirmed that the calcified area had been successfully debulked, and a unspecified drug eluting stent was implanted. The procedure time was extended by approximately 15 minutes due to the retrieval of the fractured portion, but no adverse effects due to the delay were reported. The procedure was completed without any issue.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The diamondback 360 coronary orbital atherectomy device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a left circumflex (lcx) #13 lesion. The vessel was primarily wired with a non-abbott guidewire, and exchanged to viperwire guidewire. There was no issue during the first treatment, but during the second treatment, the oad crown jumped forward, proximal to distal, and when the distal tip of the oad contacted the radiolucent portion of the viperwire coronary guidewire, a fracture occurred on the guidewire. It was noted that resistance was felt during atherectomy and the physician advanced against resistance. The fractured portion remained inside the vessel, but was later successfully retrieved outside the body using a snare. Intravascular ultrasound (ivus) confirmed that the calcified area had been successfully debulked, and a unspecified drug eluting stent was implanted. The procedure time was extended by approximately 15 minutes due to the retrieval of the fractured portion, but no adverse effects due to the delay were reported. The procedure was completed without any issue.